Event description:
Customer stated the insulin pump would alarm false low alerts and it would go into threshold suspend. The device also alarmed no delivery during set change. Customer's blood glucose was 98 mg/dl. Customer resolved issues with a set change, unable to troubleshoot issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.